Manufacturer narrative:
Block h6 (device codes): problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the working length was twisted at the distal section. Per media analysis, the pictures showed the distal section of the device was slightly twisted. A functional evaluation of the device introduced into the scope noted that the distal tip of the device when exiting the scope was incorrect because of the twisted condition. No other problems with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the device had an incorrect orientation and the working length was twisted. Based on the condition of the device, the problem found could have been caused due to manipulation of the device while advancing into the scope and anatomy, or due to rotation of the handle to get a better orientation. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the ultratome xl exited the scope, the direction of the cutting wire was incorrect and the tip was angling away from the papilla. The procedure was rescheduled due to this event. Late evening on the same date, the ercp procedure was completed using a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the ultratome xl exited the scope, the direction of the cutting wire was incorrect and the tip was angling away from the papilla. The procedure was rescheduled due to this event. Late evening on the same date, the ercp procedure was completed using a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.